Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that unopened, foreign matter resembling hair was found inside. There was no patient contact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the packaging was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was one sealed 12fr power-trialysis catheter kit. A gross visual inspection of the returned unit found that strand of hair was caught in the seal of the form-fill-seal (ffs) pouch. Given the location of the hair, it is likely that the foreign material was introduced during product manufacture. This complaint will be recorded for future trending and monitoring purposes.